Event description:
Healthcare professional stated valve was abandoned during implant due to the cloth covering detaching from the annulus of the bioprostheses after putting the first stitches in the prostheses close to the right coronary cusp.the pt did not experience any adverse affects and another device was implanted.